Manufacturer narrative:
(B)(4).

Event description:
It was noted that during a thrombectomy treatment procedure, air was present in the catheter. The target lesion details are unknown. An angiojet solent prox catheter was selected and was used for power pulse lysis. Upon switching the device to thrombectomy mode, it was noted that air was being sucked into the catheter. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent proxi thrombectomy system. Visual and tactile examination presented no damage or irregularity noted in the supply line or the hypotube. Visual and tactile examination presented no damage or irregularity noted in the pump. The solent proxi thrombectomy set was inserted into the lab ultra-console for functional testing. The catheter was successfully primed and pumped. No irregularities were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was noted that during a thrombectomy treatment procedure, air was present in the catheter. The target lesion details are unknown. An angiojet solent prox catheter was selected and was used for power pulse lysis. Upon switching the device to thrombectomy mode, it was noted that air was being sucked into the catheter. The device was removed from the patient. The procedure was completed with a different device. No patient complications were reported.